Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The MFR report number on the first follow-up manufacturer report was incorrect with the year of 2016. The correct year should have been 2015 and has been updated.